Event description:
It was reported when using the bd tube cit plh 13x75 2.7 109 usi l-mg ce, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: we have just received citrate tubes 2.7 ml on order 4500777385. Just before my holiday, we have again experienced major filling problems with these citrate tubes when used 6 weeks before the tht date. - how many tubes are involved, I have made a rough count of the number of tubes that were not filled correctly, in january of the 1520 aptt applications 54 tubes were not filled correctly (3,5%). Tubes were not well filled (3,5%), in dec there were 1851 tubes of which 52 were not well filled (2,8%). I do see a small increase at the end of the third week of january.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was february 2022. However, 20 retained samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes drew to specification even though the tubes were past their expiration date. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.

Event description:
It was reported when using the bd tube cit plh 13x75 2.7 109 usi l-mg ce, the device experienced underfill of a tube with blood. The following information was provided by the initial reporter. The customer stated: we have just received citrate tubes 2.7 ml on order 4500777385. Just before my holiday, we have again experienced major filling problems with these citrate tubes when used 6 weeks before the tht date. How many tubes are involved, I have made a rough count of the number of tubes that were not filled correctly, in january of the 1520 aptt applications 54 tubes were not filled correctly (3,5%). Tubes were not well filled (3,5%), in dec there were 1851 tubes of which 52 were not well filled (2,8%). I do see a small increase at the end of the third week of january.